Event description:
The fluid warmer with air detector/sensor was brought to biomed engineering because the air detector sensor kept alarming. The tubing was found to have been partially pulled out of the air detector sensor clamp. During patient care, tubing was not long enough and became overly taut, however the fluid level warmer 1 continued to infuse fluid as well as air. We found that the fluid warmer level 1 will stop infusing if the tubing is completely out of the air sensor/detector, but not if the tubing is only partially out. This is a design failure related to the air sensor detector since large amounts of air could pass through the tubing during rapid infusion. Biomed engineering notified the manufacturer regarding this problem, however the facility is still waiting for the extension tubing. Multiple calls have been made.